Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received low reservoir alarm. The customer's blood glucose level had been as high as 497mg/dl. The customer states they had been in the hospital due to being off the pump. The customer was treated for the highs and was now at 139mg/dl. The customer was advised to monitor the device and call back if issues arise.